Event description:
It was reported to technical services on (B)(6) 2011 that this lv lead was programmed lv ring to rv coil and the impedance 2000 ohms now. When programmed lv tip to lv ring no stimulation or other patient symptoms reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).